Manufacturer narrative:
The device used in treatment, has been returned and evaluated, establishing a relationship between the reported event. The evaluation confirmed that the device failed to charge, with the root cause determined as a depleted battery. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was an inability to recharge the device battery for a renasys go. There was a change is surgical technique, and the procedure was completed without delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
In reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. When the malfunction was noticed, an alternate treatment was applied to continue therapy and no serious injury was reported. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event.